Manufacturer narrative:
(B)(4). Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: DHR review: release date: (B)(6) 2020. Released quantity was 302,400. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 0031584 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Root cause description: potential root cause for the missing print defect is associated with the marking process. Rationale: since no samples displaying the reported condition were received corrective actions are not necessary.

Event description:
It was reported that syringe 1 ml ll w/o dn had a scale marking issue. The following information was provided by the initial reporter: "it was reported that when syringe was used to draw up dose of midazolam, there were no volume indications on the syringe. Bd 1 ml syringe used to draw up dose of midazolam however noted syringe had no volume indications (measurement) on syringe. Saved syringe and packaging and placed on desk in picu cps office. This is the 2nd syringe I have been made aware of with this defect."